Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device opened and removed from tissue? After the device was removed from tissue was the tissue damaged? If so how was the tissue repaired? Was the procedure altered due to the device ot opening? If so please explain. On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Event description:
It was reported that during a gastrectomy procedure, the device would not open. After being introduced in the patient, the jaws did not open. The surgeon pushed the red manual knife reverse switch downward but the device remained blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.